Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering noted no damage to the seal components or the exterior of the device and the unit passed leak testing; however, the bolster clamp was broken upon return. The root cause of the incident could not be determined. The bolster clamp most likely broke while in transit back to applied medical for evaluation. This document represents our final report.

Event description:
Unknown: " during use of device user reported the system to disengage the shield to be broken." Patient status: "ok."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.